Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 365mg/dl at the time of the incident. The patient's current blood glucose was 365 mg/dl. The customer reported that she has no pancreas and has gastroporis and doesn't get out off 200's very often. The customer has been in the 400mg/dl range and lost 300 points in an hour. The customer keeps getting a lot of air bubbles. The customer stated that at one time air bubbles would not push through line. The customer had nausea and tired earlier today but not at time of call. Doctor adjusted sensitive to 150 because would be real high and lose 400 points in an hour. The drive support cap appeared normal (slightly indented). The customers will callback to perform high pressure test. The insulin pump will not be returned for analysis.